Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: returned product consisted of a ranger sl drug coated balloon. Visual examination consisted of checking the device for damage along the catheter shaft as well as the balloon. There was no damage to the shaft. Microscopic examination of the balloon did show a circumferential tear completely separating the balloon into two pieces. The tear was approximately 1cm from the proximal marker band. Inflation was not attempted due to the severity of the damage noticed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 6-may-2017. It was reported that the device failed to inflate. The target lesion was located in the right posterior tibial artery. A v-18 guidewire was positioned, then a 2.50mm x 150mm 90cm ranger sl drug coated balloon was advanced and failed to inflate. The device was completely removed from the patient and the procedure was successfully completed with another of the same device. There were no patient complications and the patient status was good. However, returned device analysis revealed a circumferential balloon tear. This product is only ous approved but is similar to an approved us device.